Event description:
The synthes reamer was sent for evaluation due to leaking an unknown substance during a routine field service maintenance visit. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.